Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue evaluated the iabp unit and found that the iabp unit needs the motor control board to be replaced. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during an installation of the cs300 intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the iabp had an electrical test fails code # 50. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The supplier returned the motor control board to the national repair center (nrc). The supplier verified the failure of electrical test fails code 50 and stated that the root cause of the failure was a defective component u2, a d flip flop that had inverted outputs for q, and q not creating the negative voltage at the tach signal. The national repair center retained the motor control board per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue evaluated the iabp and found that the iabp needed the motor control board to be replaced. The motor control board was replaced with a new one and the reported issue was rectified. All functional and safety checks to meet factory specifications was performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The suspected faulty motor control board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the motor control board and no visual damage was observed. The technician then installed the motor control board into cs300 test fixture and it tested to factory specifications per cs300 service manual. When the unit was turned on, electrical test fail code 50 was observed. The national repair center verified the reported failure "electrical test fail code 50 ". The motor control board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, g1 (contact person ¿ mfg site), d4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.